Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. . All information reasonably known as of 13apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 9611594-2018-00054 for the first report. It was reported that there were two incidents of a patient biting through the endotracheal tube's cuff pilot lines. No additional information was provided.

Manufacturer narrative:
Halyard health received a used sample. The sample was received without the blue vent connector. An orange guard was attached at the proximal end of the tube. This orange guard was not a halyard product. The orange guard exhibited damage to the outer surface, consistent with having been chewed. The blue inflation line was severed at approximately 7.5cm from the point of insertion into the endotracheal tube wall. It was noticed that the severed edge of the inflation line falls along the distal end of the orange guard. The detached portion was not received. The severed end was inspected under magnification. No obvious teeth marks were observed. No root cause can be determined attributable to the failure mode reported. Per sample evaluation the blue inflation line is severed at approximately 7.5cm from the point of insertion. The severed edge appears relatively smooth, though uneven. All information reasonably known as of 21-may-018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).